Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the grips were able to open and close fine; however, evaluation found that one grip is bent, causing side to side misalignment of grips. There is a .085 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Engineering evaluation also found the distal end of the main tube has various scratch marks with light material removal, suggesting that the damage may have been caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The failure analysis finding does not constitute a MDR reportable event; however; the damage to the instrument's main tube, could likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the jaws on the fenestrated bipolar instrument would not open. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.